Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed the bolus being displayed as "na/na". Tandem technical support reviewed the pump data logs and was unable to find a bolus that was being displayed as described by the customer. Although requested, the customer declined to provide additional information regarding the reported issue. There was no reported impact to the customer's blood glucose level.